Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street address: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on 25-apr-2026 where the patient did not have sufficient subcutaneous tissue at the insertion site which led to infusion set bent cannula. This led to occlusion and high blood glucose and managed it via pump.